Event description:
It was reported that a patient underwent a recurrent umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. About six weeks post op, the patient noticed drainage and had an infection with heavy growth of (B)(6). The surgeon removed the mesh on (B)(6) 2011 and repaired the hernia with suture. The removed mesh was firm and had not begun to break down. Currently, the patient is doing good.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.